Event description:
Journal reference: phillips et al. "Imaging appearance of intrathecal catheter tip granulomas: report of three cases and review of the literature." Am j roentgenol 2007; 189(6): 1524. Three pt's who received a spinal catheter for intrathecal administration of opioids underwent surgery for removal of an inflammatory mass at the intrathecal catheter tip. Reportable event: a male with history of spinal trauma, numberous lumbar surgical procedures, and chronic back pain underwent insertion of a pump system for intrathecal delivery of hydromorphine. Pt arrived in the ER with increasing back pain, new-onset difficulty urinating and severe constipation. At that time he reported no increasing lower extremity weakness or paresthesias. Contrast-enhanced MRI showed an 8 mm mass in the right side of the thecal sac cal sac of t12. The mass was intimately associated with the intrathecal catheter but approx. 1.5cm proximal to the catheter tip. During surgery, a t12-l1 granuloma was adherent to the arachnoid and lateral dura and local nerve roots. This necessitated partial excision of several nerve roots in addition to the dissection of the mass away from the meninges. All stains for infectious organisms were negative. The postoperative course was complicated by pseudomeningocele formation which required operative repair. Two weeks later, the pt presented back in the ER with swelling and pain at the operative site and new onset of parasthesias in the right leg requiring hospitalization for further evaluation.